Event description:
It was reported that during an endometrial ablation procedure, part of the blade fell out. After two and half hours, a part of the white jaw unstuck abnormally. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.